Event description:
It was reported that the right atrial lead exhibited low impedance and noise. During explant, it was noted that the lead exhibited an insulation anomaly under the suture sleeve.

Manufacturer narrative:
(B)(4).